Event description:
In august 2003, the pt was seen by the audiologist for a routine appointment. At that time, the pt's parent stated that approximately one month ago, the pt reportedly was treated for meningitis. The lumbar puncture results did not confirm pneumococcal meningitis.